Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor stored a false pause episode due to loss of contact. No changes were made. No patient symptoms were reported. The patient will be monitored.